Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement and renal artery occlusion.

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa endoprostheses to treat abdominal aortic and bilateral common iliac artery aneurysms. After all stent grafts were placed, a proximal type I endoleak was reportedly observed from the trunk-ipsilateral leg component. An excluder® aortic extender component (pla320400j/17644284) was then placed proximal to the trunk-ipsilateral leg component to treat the type I leak. According to the report, it was confirmed that the endoleak was resolved; however, the right renal artery ostium was partially and unintentionally covered by the aortic extender component. A bare metal stent was placed in the right renal artery to restore blood flow. The procedure was completed without any further reported issues, and the patient tolerated the procedure.